Event description:
Additional information was received that during a normal device change out procedure for elective replacement indicator (eri), the cardiac resynchronization therapy pacemaker (crt-p) was explanted and the left ventricular (lv) lead remained implanted with the new crt-p. It was noted that the lv lead continued to exhibit low impedance measurements of less than 200 ohms with the previous device and new crt-p. Thus the physician elected to reprogram the new crt-p to pace only in the ventricle. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that over the last five months the left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p) have exhibited fluctuating impedance measurements ranging from 350 ohms to less than 100 ohms. At the current device interrogation, there was no lv capture at 7.5 volts threshold. Since the right ventricular (rv) lead exhibited good capture and the patient is not pacemaker dependent, the physician opted to follow up with the patient in one month. One month later the patient was seen and the crt-p was noted to be close to elective replacement indicator (eri). The lv lead appeared to currently have good capture. Subsequently the physician will continue to monitor the patient and wait to do any intervention until the device reaches eri. At this time the lv lead and crt-p remain in service and no adverse patient effects were reported.